Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00023 and 9616099-2012-00024.additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted with a 60%, diffused lesion in the proximal left anterior descending (lad) artery and an 85% lesion in the proximal right coronary artery (rca). A 3.0 x 33mm cypher select plus stent was implanted in the proximal lad at 16atm. Then, a 3.0 c 18mm cypher stent was implanted in the proximal rca at 20atm. Approximately two years and 3 months post index procedure the patient went to the hospital to have a body check and the stents were found to be fractured. It is unclear of one stent or both stents were fractured and treatment, if any, is unknown.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that two years after implantation of two cypher stents, the stents were found fractured. Additional information was not available. The patient was initially admitted with a 60%, diffused lesion in the proximal left anterior descending (lad) artery and an 85% lesion in the proximal right coronary artery (rca). A 3.0 x 33mm cypher select plus stent was implanted in the proximal lad at 16atm. Then, a 3.0 x 18mm cypher stent was implanted in the proximal rca at 20atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Approximately two years and 3 months post index procedure the patient went to the hospital to have a ''body check'' and the stents were found to be fractured. It is unclear if one stent or both stents were fractured and treatment, if any, is unknown. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, procedural (inflating over the burst pressure) and/or vessel/lesion characteristics are likely contributing factors. Based on the DHR review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00023 and 9616099-2012-00024.